Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a postprandial hyperglycemia event with a peak glucose of 190 mg/dl after announcing a low-carbohydrate meal while using a cd 23" 6 mm infusion set; no device alerts occurred and no backup therapy, ketone testing, professional intervention, or assistance was used. Symptoms included transient hyperglycemia without acute clinical sequelae. Outcomes included return to target range within approximately two hours without supply changes, as the ilet algorithm reduced glucose on its own. Investigation included complaint intake review and user follow-up to assess infusion set status, meal announcement, and device behavior. Investigation of this case revealed no infusion set change, no abnormalities reported with the infusion set or tubing, proper meal announcement as ¿less than,¿ and device function consistent with expected automated correction of a modest hyperglycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to physiological or meal estimation variability rather than a device or component malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.